Event description:
It was reported that pericardial effusion (pe) and cardiac perforation requiring surgical intervention occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) guidance using a 31mm watchman flx pro closure device and delivery system (wds) with the watchman access system (was) were inserted and advanced into the laa. Approximately 15 minutes into the procedure, during manipulation of the wds within the laa and prior to achieving a ball configuration, the wds was repositioned following two deployment attempts. During the third deployment, the wds appeared abnormal in shape. A tee sweep was performed, which identified a pe while the patient experienced hypotension. A pericardiocentesis was performed and the patient was transferred emergently to surgery. A sternotomy was performed, and the laa was sutured and clipped. The perforation site was confirmed at the posterior wall of the laa. The patient was transferred to the intensive care unit (ICU) . The patient is expected to fully recover. In the physician's opinion, it was the wds that perforated the laa. It was further reported the patient also experienced cardiac tamponade, and required an auto-transfusion. The blood removed was dark, and at least 10 to 15 20cc syringes. The patient has been extubated and is doing well.

Manufacturer narrative:
B5: information added. H6 patient code added: cardiac tamponade. H6 impact code added: blood transfusion.

Event description:
It was reported that pericardial effusion (pe) and cardiac perforation requiring surgical intervention occurred. A left atrial appendage (laa) closure procedure was performed under transesophageal echocardiogram (tee) guidance using a 31mm watchman flx pro closure device and delivery system (wds) with the watchman access system (was) were inserted and advanced into the laa. Approximately 15 minutes into the procedure, during manipulation of the wds within the laa and prior to achieving a ball configuration, the wds was repositioned following two deployment attempts. During the third deployment, the wds appeared abnormal in shape. A tee sweep was performed, which identified a pe while the patient experienced hypotension. A pericardiocentesis was performed and the patient was transferred emergently to surgery. A sternotomy was performed, and the laa was sutured and clipped. The perforation site was confirmed at the posterior wall of the laa. The patient was transferred to the intensive care unit (ICU). The patient is expected to fully recover. In the physician's opinion, it was the wds that perforated the laa.